Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to pancreas for pseudocyst drainage during an endoscopic ultrasound cystogastrostomy procedure performed on (B)(6) 2022. During the procedure, the second flange was deployed inside the scope; however, there was difficultly releasing the second flange inside the patient. Eventually, the stent fully deployed inside the cyst. Later the same day, a surgery was performed to treat the necrosis and remove the misdeployed stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Impact code f1903 captures the surgery performed to treat the stenosis and remove the misdeployed stent. Block h10: the hot axios delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the delivery system received in its original position. The tip showed evidence of electrocautery and there was no damages found to the returned device. Functional inspection was performed; the catheter passed through the luer without resistance and the delivery system was moved without problems as no resistance was felt. A dimensional analysis was performed and the length of the black marker was measured to be within specification. No issues were noted to the delivery system. The reported event of stent positioning issue and stent difficult to deploy could not be confirmed because these events occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Stent difficult to deploy may have been due to the scope position. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, improper stent placement is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted transgastric to pancreas for pseudocyst drainage during an endoscopic ultrasound cystogastrostomy procedure performed on (B)(6) 2022. During the procedure, the second flange was deployed inside the scope; however, there was difficultly releasing the second flange inside the patient. Eventually, the stent fully deployed inside the cyst. Later the same day, a surgery was performed to treat the necrosis and remove the misdeployed stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.